Manufacturer narrative:
This complaint is related to file # (B)(4), regarding the first malfunctioning keyboard. This complaint # (B)(4) is regarding a failure out of the box (foob) keyboard malfunction, which was the unit replacing the first faulty product, and inadvertently reported. Please disregard report 8020893-2014-02189. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator stopped cycling. Although requested, it is unknown if there was patient involvement.

Manufacturer narrative:
The evaluation and repair of the device has not been completed. (B)(4).

Manufacturer narrative:
This complaint, (B)(4), is associated with a reportable event. This complaint is reportable because during ventilation, the system alarmed; the volume control button could not be bypassed; and the bottom half of the screen was blank. This would render the system inoperable during ventilation. The customer service engineer identified the problem as being a defective keyboard and the keyboard was replaced. The device was then operating as intended. Complaint (B)(4) was created to address the out-of-box failure for a replacement keyboard.